Event description:
The customer's mother reported that the cannula dislodged from the infusion site and that it most likely occurred while the customer was playing hockey with his friends. The customer's blood glucose was 110 mg/dl and 2 hours later it had risen to 260 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.